Event description:
It was reported that an unspecified quantity of minicaps had a connection issue with the transfer set; further described as "not staying attached to the patient's transfer set". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.